Event description:
It was reported that during an initial revision, the pin was not going all the way through. A few days later the patient presented to the hospital again with symptoms. It was noted there were high thresholds that resulted in loss of capture. A chest x-ray was performed and found that the slack was gone from the right ventricular (rv) lead. The system was revised again and the pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code captures the surgical intervention.

Event description:
It was reported that during an initial revision, the pin was not going all the way through. A few days later the patient presented to the hospital again with symptoms. It was noted there were high thresholds that resulted in loss of capture. A chest x-ray was performed and found that the slack was gone from the right ventricular (rv) lead. The system was revised again and the pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.